Event description:
It was reported that the customer was hospitalized due to a diabetes-related issue. The customer stated that she had an ischemic colitis attack, and she experienced vomiting and diarrhea. She stated that she fainted as a result. She did not know the blood glucose reading but stated that she believed it was normal at the time of the event. She was taken to the hospital by emergency medical services and stayed there for 9 days before being discharged. She stated that she was wearing the insulin pump at the time of the event. She reported that her insulin pump had been stolen while she was in the hospital and now she was using a loaner insulin pump. She observed that the loaner device had an incorrect time setting and required assistance with programming the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.